Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a temporary signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while the dexcom mobile app remained connected and displaying data; the ilet did not display glucose values or alarms during the disconnect, and the user later observed a glucose value of 201 mg/dl without symptoms before connectivity to the ilet resumed. No adverse clinical symptoms reported. Outcomes included no medical intervention or hospitalization. User support included remote troubleshooting and user education, with restoration of data display on the ilet without further action. Investigation of this case revealed a transient communication interruption limited to the ilet interface, with no indication of sensor failure or systemic alarm malfunction once connectivity returned. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication disruption between the cgm and the ilet.